Event description:
Reportedly, there was a procedure scheduled as wedge resection; however, due to ruptured staple line, a lobectomy had to be performed. There reportedly, was a poor staple line, bleeding and no security of the staple line.

Manufacturer narrative:
Date of initial report: 4/30/2007.